Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). The physician suspected the loc was due to a micro-dislodgement. A lead revision procedure was performed and the rv lead was successfully repositioned. This product remains in service. No additional adverse patient effects were reported.